Manufacturer narrative:
No damaged reservoir retainer noted during testing. The p-cap able to lock in place. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loosened. The customer¿s blood glucose was 97 mg/dl at the time of incident. Customer reported that the insulin pump was not bumped or dropped. The insulin pump will not be returned for analysis.